Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that approximately half of the first distal thread on the tip was broken off. The remaining threads do not exhibit any damage and the tip could be threaded into a new matrix screw with some difficulty. The technique guide illustrates how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. The damage and the evaluation indicates that the engaged holding sleeve was partially unthreaded from the implant interface, at which point a cantilever load was applied to the assembly. This incomplete engagement allowed the cantilever force to concentrate on one section of the threads, exceeding the design limits. It can be concluded that this condition appears to be the result of the sleeve becoming loose during screw insertion which contributed to the breakage, and that this complaint is valid. An internal corrective action has been opened to address this issue.

Event description:
It was reported that prior to a lumbar fusion case, the consultant noticed that two of the instruments were damaged. The two instruments were pulled from the set and not used in surgery. On the holding sleeve the threads on the tip are sheared off and a screw cannot be loaded onto the driver. On the torque limiting handle (which is a loaner from service and repairs) just below the t-handle, the silver casing is separated, exposing the torque limiting mechanism. It is not known how or when the instruments broke. This is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 2 for complaint (B)(4).